Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: ventral hernia with diastasis recti. Postoperative diagnosis: ventral hernia with diastasis recti. Operation performed: repair of ventral hernia with gore dualmesh. Description of procedure: ¿under general anesthesia administered by dr. (B)(6) , the abdomen and groins were prepped and draped in the usual fashion. An elliptical incision was made overlying the large defect in the midline, just above the umbilicus to the xiphoid. Dissection was carried down to the fascia. An ellipse of skin and subcutaneous tissues were removed overlying the defect, and the fascia was incised at the edge of the rectus border on both sides and the weekened [sic] midline fascia with the small hernia defect were removed in total. Subcutaneous skin flaps were elevated up off the rectus muscle, and a 19.0 x 15.0 rounded dualmesh silver impregnated graft was placed in the abdominal cavity with the smooth side down. This was tacked in six areas circumferentially around the defect through-and-through the rectus muscle with interrupted ethibond sutures, and then the stat tacker was utilized to secure the mesh to the undersurface of the rectus 1.0 cm apart circumferentially. Once that was accomplished, the fascia was closed over the mesh with interrupted figure-of-eight ethibond sutures, completely closing the midline fascia for a two-layer closure, following which, the subcutaneous tissues were irrigated and closed with vicryl, and the skin was closed with the approximated skin stapler.¿ (B)(6) 2008: (B)(6) south bend. Implant record. Description: mesh. Serial number: (B)(6) . Lot number: 05162772. Catalog number: na. Manufacturer: other. Implant site: abdomen. Quantity: 1. The records confirm a gore® dualmesh® plus biomaterial ((B)(6) /05162772) was implanted during the procedure. (B)(6) 2012: (B)(6) . Office visit. Recurrent hernia, pain. Fixed a ventral hernia few years ago. Recurrence is at top end. Chronic problems: diabetes mellitus. Medications: janumet, metformin, glyburide. Weight: 274 lb. Bmi 39.31. Abdomen: hernia present in ventral area. Assessment/plan: ventral hernia. Has diastasis. Small tear at top of previous ventral hernia repair. Schedule recurrent ventral hernia repair with mesh. (B)(6) 2012: (B)(6) . Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: recurrent ventral hernia. Operation performed: repair of recurrent ventral hernia with ventralex mesh. Description of procedure: ¿under general anesthesia administered by dr. (B)(6) , the abdomen was prepped and draped in the usual fashion and the upper portion of the previous midline incision was opened. Within subcutaneous tissues, hernia sac was encountered, which was opened and was noted to contain a small portion of previously placed ptfe mesh that had disrupted from the upper aspect of the closure. This was debrided back to good fascial margins and a medium sized ventralex mesh was placed into the defect with the tabbed portion of the anterior mesh being brought through the defect. Defect was then closed longitudinally with interrupted ethibond sutures, incorporating the anterior portion of the mesh with closure. Subcutaneous tissues were closed with vicryl. Skin was closed with intracuticular monocryl and steri-strips.¿ (B)(6) 2012: (B)(6) . Implant sticker. Bard® ventralex® hernia patch. Abdomen. (B)(6) 2012: (B)(6) . [Illegible signature]. Post procedure note. Follow-up visit 10-14 days. Final diagnosis: ventral hernia (recurrent). Estimated blood loss: minimal. Specimens removed: none. Complications: none. (B)(6) 2018: (B)(6) . Operative report. Preoperative diagnosis: reducible recurrent incisional hernia and multiple skin tags in the anterior chest. Postoperative diagnosis: reducible recurrent incisional hernia and multiple skin tags in the anterior chest. Procedure performed: excision of prior mesh with laparoscopic mesh repair of recurrent reducible incisional hernia and cauterization of multiple skin tags. Technique: ¿the patient was brought to the operating room, placed under general anesthesia and prophylactic antibiotics were given. Scd stockings were on and functioning. The abdomen was previously clipped. A time out was performed that confirmed the identity of the patient and the nature of the procedure. The abdomen was prepped with chloraprep, draped in sterile fashion. Local anesthetic was injected before making each of the 3 port incisions. The first was made in the left upper quadrant, and the 5 mm optiview trocar and port inserted into the peritoneal cavity under direct vision. Pneumoperitoneum was created with co2. There was no evidence of injury or bleeding. The 5 mm subumbilical port and 5 mm right lateral abdominal ports were then placed and the site in the left upper quadrant converted to an 11 mm trocar. There were significant amount of adhesions between the omentum and the anterior abdominal wall at the level of the prior mesh. The mesh had previously been fixated with metal tacking screws inserted, these were still in place, but the hernia had enlarged to approximately twice its prior size and the mesh was pulled away from the left side. The adhesions were taken down with blunt and ligasure dissection and then the mesh was grasped and tension was placed on it posteriorly while it was sharply excised off of the abdominal wall, taking care to keep the abdominal wall fascia intact. The mesh was removed from the abdominal cavity and discarded. The hernia defect was then measured on the ioban dressing with markings and measured 9 cm in diameter. A 15 cm circular mesh was chosen. This had prolene transfascial stitches placed on the 3 and 9 o'clock position that were approximately 6 inches long each and then the echo mesh was rolled and placed into the peritoneal cavity through the 11 mm port, unfurled with the balloon posteriorly was inflated in the usual fashion using a carter-thomason suture passer through the central portion of the hernia and then the abdominal pressure was decreased to 10 mmhg and the 12 o'clock, 3 o'clock, 6 o'clock, and 9 o'clock positions were fixated with absorbable tacking device. The circumference was then sutured with the tacker approximately every 1.5 cm and then several tacks were placed into the ring in the more central portion of the mesh. The balloon was then removed and retrieved with all of its portions confirmed as being taken out. A small stab incision was placed at the 3 o'clock and 9 o'clock positions. The transfascial sutures were then used to fixate these areas of the mesh for security. The peumoperitoneum [sic] was released. There was good flat approximation of the mesh to the anterior abdominal wall, no bleeding and no evidence of injury or staining. The ports were removed. Hemostasis was complete. Pneumoperitoneum was completely removed. The fascia at the left upper quadrant port site was secured with interrupted 0 vicryl suture. The skin was closed with subcuticular sutures of 4-0 vicryl. Steri-strips and gauze were applied at all sites. The several skin tags indicated by the patient as being desired to be removed were then cauterized to excise them. Specimens were not sent. The patient agreed. Sterile dressings were applied here as well and the patient was moved to the recovery room in good condition having tolerated the procedure with essentially no blood loss.¿ (B)(6) 2018: (B)(6). Implant sticker. M. Ventralight st mesh. Abdomen. (B)(6) 2018: (B)(6) . [Illegible signature]. Post procedure note. Follow-up visit: 7-10 days. Disposition: home. Specimens: none. Complications: none. [Missing records: a pathology report detailing the analysis of the device removed during the (B)(6) 2018 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available. For ¿withdrawn complaint¿. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ staples or helical tacks (also known as helical coils) can be used as an alternative to sutures. ¿staple size and staple or tack spacing should be determined by surgeon preference to provide for adequate tissue fixation and to prevent reherniation.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05162772. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh pulled away on left side, mesh failure, mesh removal requiring an additional surgery. Additional event specific information was not provided.